Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). No non-conformances were found during the qa inspection process for this lot of 300 units. The returned box of dermacarriers contained one or more units that had particulate in the packaging. The reported loose particle was found to be a piece of plastic that fell off the derma carrier molded device. Scratch marks on the packaging could not be confirmed by visual inspection. Zimmer biomet inspection procedure as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The inspection steps define the following parameters for particulate inspection: visually examine the package without opening; inspect at a distance of 12 to 18 inches; inspect each pouch for up to 10 seconds. Based on a visual comparison shown in the tappi chart picture, the particulate identified does not meet the acceptance criteria and is therefore nonconforming. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with the limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per environmentally controlled and clean room gowning procedure used at zimmer dover. This complaint is considered a complaint out of the box (coob). The root cause of this event cannot be specifically determined with the provided information.

Event description:
It was reported that there was a package damage and scratch marks on the sterile package. Loose particulate (foreign substance) was found larger than 0.60mm2. No adverse events have been reported as a result of the malfunction.